Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found.

Event description:
It was reported the lead impedance was 1600 ohms through the analyzer and 2800 ohms through the device. Further information received reported lead impedance of greater than 3000 ohms. After re-setting the rate/sense setscrew 3 times to make sure it was secure, the impedance never changed. The physician didn't feel comfortable using the device, so it was not used. It was also noted that the re-set setscrew didn't "feel right." No patient complications were reported as a result of this event.